Manufacturer narrative:
Investigation is ongoing. This report will be supplemented following investigation completion and or supplemental report(s) will be submitted should any relevant new information is available and / or received.

Event description:
It was reported, the subject device produces interference stripes and the image turns yellow. There was no patient impact, no harm reported due to the event.

Event description:
It was reported, the subject device produces interference stripes and the image turns yellow. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, there was a smear in the image. Due to poor contact of camera unit, color tone of the image was not proper. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.